Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. A package of overwrap, a folder with a needle suture combination in two sections were received for analysis. The product code w1770 that pertain a double armed. Upon visual analysis of the sample, it was found that the needle had operational marks, which did not meet the requirements. Based on the information currently available, an needle process operational mark was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Event description:
It was reported that a patient underwent a trabeculectomy procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that it was found that there had been a black foreign matter on the needle surface immediately once opened the package when preparing for surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * if possible, please provide the lot number. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. * if possible, please provide the lot number. Ucbbhm.